Event description:
Pt undergoing lung surgery suffered third degree burn requiring excision of burned skin which extended the pt's surgical incision. Bovie was not adequately insulated at distal third of tip and conducted current causing the burn.